Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reported that there was postoperative subsidence. A revision was performed and the artificial disc was removed and spinal fusion performed. Distributor reported that the device may have been implanted too deep which may have been causing pain.